Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A 3.00x16mm promus premier¿ stent was selected to treat the lesion; however, when trying to advance the device to the posterior descending artery (pda), the device got caught up. The device was pulled back in order to predilate the lesion again and the proximal edge of the stent caught a piece of calcium and a stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: over 18 years. Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).